Event description:
Patient was transferred from the floor to 83 ICU for respiratory failure worsening liver function. The house staff was attempting to place a tlc in the ij when he could not thread guidewire. When attempting to remove the guidewire, the wire unraveled and a portion was left in the patient's blood vessel.